Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the usb cable and wall adapter. The customer's blood glucose (bg) level was 189 mg/dl. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable and wall adapter.